Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, ¿usefulness of a novel sizing chart for left atrial appendage occlusion with the amplatzer amulet¿, was reviewed. This research article is a retrospective multi center experience that aims to o compare a novel sizing chart based on both maximum and minimum diameters (novel matrix) with the current sizing recommendation instructions for use (IFU) based on the maximum diameter. Amplatzer amulet occluder was the associated device in the study. The article concluded that incorporating both the laa maximum and minimum diameters, as opposed to just maximum diameter, appears to improve sizing accuracy. The proposed matrix sizing chart offered a higher level of concordance between predicted and implanted device compared to the current IFU. It was reported that 200 patients underwent left atrial appendage occlusion successful procedure with an amplatzer amulet occluder. The average age is 73 years old, and the majority of the patients are male. Comorbidities include permanent atrial fibrillation, hypertension, previous stroke, previous transient ischemic attack, major bleeding, ischemic heart disease. Peri/post complications : peri-device leak, vascular access complications, major bleeding, medical treatment.

Manufacturer narrative:
It was reported that 200 patients underwent a left atrial appendage occlusion procedure with an amplatzer amulet occluder. Summarized patient outcomes/complications of comorbidities include permanent atrial fibrillation, hypertension, previous stroke, previous transient ischemic attack, major bleeding, and ischemic heart disease. Some reported complications were peri-device leak, vascular access complications, major bleeding, and medical treatment. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.